Manufacturer narrative:
Concomitant medical products: dtba1d4 crt-d, implanted: (B)(6) 2018; 6935m55, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket hematoma after the cardiac resynchronization therapy defibrillator (crt-d) implant and the incision dehisced. The crt-d system was scheduled for revision and the right ventricular (rv) lead and right atrial (ra) lead leads were removed. The left ventricular (lv) lead was partially explanted and the system was later replaced. No further patient complications have been reported as a result of this event.